Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device change out and lead revision procedure was scheduled. The right ventricular lead exhibited low impedance and high thresholds measurements. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Final analysis found clavicular crush damage at 27.6 cm to 28.1 cm from the connector pin; the outer and inner insulations were separated and all of the fillers of the outer coil was fractured. This damage likely contributed to the reported electrical anomalies.